Event description:
Revision surgery - the patient was converted to a total shoulder arthroplasty due to a rotator cuff failure.

Manufacturer narrative:
The reason for this revision surgery was identified as a rotator cuff failure after (B)(6) years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number: four due to stability/poor joint issues, two due to infection, one dislocation, and one revision for soft tissue damage. This is the first complaint for this lot number. The root cause for the rotator cuff failure was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.